Event description:
It was reported that "on (B)(6) 2026, a central venous catheterization was performed by a physician at the bedside under aseptic technique. After routine skin disinfection, the puncture was completed smoothly, and the guidewire was inserted successfully. However, the tip of the dilator cracked during skin dilation. Another central venous catheter kit was used, and skin dilation was performed smoothly with the new dilator. The catheterization was completed successfully. No adverse conditions were observed in the patient after the procedure." There were no reports of patient injury, harm, or medical intervention associated with the event. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4)